Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -9.5 into the patient's left eye (os) on (B)(6) 2019. The day after surgery, the surgeon reports that there was fibrin deposition; endophthalmitis was diagnosed via examination. The patient was treated with a steroid injection and eye drops. The cause of the event is reported as unknown. Reportedly, the doctor had the patient wear a therapeutic contact lens after surgery. The contact lens came off in the evening of the day of surgery and the patient wahed the contact lens with a cleaning solution and replaced the lens.